Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6, (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: e3. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked safety disk position & helium cylinder volume its ok. Then checked pneumatic section & blood leak detector circuit & founds its ok, then checked safety disk its ok. Then entered to service diagnostic mode checked all functional test & checked test1, test2 & test3, then vent test & pneumatic performance test & checked safety disk leak test & confirmed all are passed successfully & its parameters range values are with in range. At last auto fill checked along with kit & founds its ok. Then at last checked customers balloon with extender kit with machine & found its working ok. Then machine handed over to the department in good working condition.

Event description:
It was reported that before use, the cs100 iabp (intra-aortic balloon pump) had autofill failure. There was no patient involvement and harm or injury occurred.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.